Manufacturer narrative:
Additional information was received from the sales rep, that the intraocular lens (iol) was explanted on (B)(6) 2016. Outcomes attributed to adverse event: updated to: required intervention to prevent permanent impairment/damage (devices). Explant date: if explanted; give date: (B)(6) 2016 device available to evaluation: yes. Returned to manufacturer on: 06/02/2016. (B)(4). Report source: company representative. Device returned to manufacturer: yes. Device evaluated by manufacturer: no. Device evaluation anticipated; but not yet begun. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection of the return sample shows the lens is cut in half, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the documentation shows that the production order was manufactured according to specifications. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Explant date: if explanted; give date: unknown if lens was explanted; lens explant was planned on (B)(6) 2016. Initial reporter telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one day after implantation of a zmb00 intraocular lens (iol), patient experienced unexpected post-op refraction, myopia (0.75 diopter, 20/27). Doctor planned for an explant on (B)(6) 2016. No further information was provided.